Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 410 mg/dl. Customer treated their high blood glucose via manual syringe. Customer declined to troubleshoot their high blood glucose levels. Customer advised the insulin pump turned off and then they were assisted with properly programming the device. Customer was advised to monitor the insulin pump, monitor their high blood glucose and call back if issues persist.